Event description:
It was reported that medfusion 3500 pump, multiple syringe plunger errors in the log. No patient injury reported.

Manufacturer narrative:
Other text: h6) additional information was received indicating that the event occurred during testing, there was no patient involvement. Device evaluation: one device was returned and visual inspection revealed smiths tamp seal were missing. Cracked on right plunger case and battery door. Upon inspection, check syringe plunger sensor was found only when plunger assembly was pushed all the way in, which made the flippers of left plunger case touching the top of the ear clip. Replaced left plunger case. Performed pm maintenance and all functional testing. The root cause of the issue could not be determined.

Event description:
Additional information received, there was no patient involvement.